Event description:
Additional information was received from a patient. When asked what the cause of the stimulation being too intense while lying down was, the patient stated that it was because the adaptive stimulation had to be adjusted per a representative. To troubleshoot the issue, the adaptive stim was modified. The issue was stated to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported that this morning they were recharging their implant and everything was working fine and then they felt a strong increase in stimulation out of no where. Patient stated they disconnected everything and called. Patient confirmed that the ins is on and they feel it as they normally would. Pt stated they have not felt the stimulation sensation since that one time this morning. Patient mentioned that when they stand they get a slight tingling down their legs and when they bend their back backwards they get more intense stimulation. Patient also mentioned that they sat on the couch during the call and they are getting more intense stim just sitting and it's at a 4. Pt stated they haven't increased stimulation. Caller mentioned that they were reprogrammed a couple weeks ago. Agent asked patient if they had any recent falls or trauma to the implant and patient stated no. Agent reviewed information and advised patient to monitor the issue going forward and to follow up with their healthcare provider (hcp) if it happens again. Caller mentioned that they've called a couple manufacturer representatives (rep) in the past when they needed assistance outside of pats business hours. Pt mentioned that if they call a rep on the weekend, they usually don't receive a call back unless it's an emergency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that upon going to bed last night, the stimulation became intense when they lay down. They described the sensation as overwhelming and uncontrollable, leading them to turn the stimulation off. Pt noted that the stimulation felt much more intense when they were lying down. Pt mentioned that they already tried to adjust their setting, but it did not resolve the issue. Agent walked pt on how to switch group. Pt was initially in group a, which had two programs. They attempted to switch to group b and then lay down, but the stimulation remained too strong. The same issue occurred when they tried group c. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.